Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The numbers on the insulin pump kept scrolling up. The customer went for a run and tried to bolus when the numbers kept going up. The insulin pump alarmed battery out limit. Customer's blood glucose level was 140 mg/dl. He was advised to discontinue use of the device and revert to a backup plan. The device was not returned.